Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 11-sep-2025 investigation summary bd received 20 unused samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for difficult to activate with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to difficult to activate as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to activate. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after collection using one bd vacutainer® safety-lok¿ blood collection set, the safety sheath was stiff and a needlestick injury occurred on healthcare worker's finger. There was no health impact or consequences reported. The following information was provided by the initial reporter: "venepuncture was performed and safety sheath was stiff to move up and staff member caught her finger and obtained a needle stick injury".

Event description:
It was reported after collection using one bd vacutainer® safety-lok¿ blood collection set, the safety sheath was stiff and a needlestick injury occurred on healthcare worker's finger. There was no health impact or consequences reported. The following information was provided by the initial reporter: "venepuncture was performed and safety sheath was stiff to move up and staff member caught her finger and obtained a needle stick injury"

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.